Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the atypical power cable disconnected alarms as well as low voltage alarms while being connected to the mpu was confirmed via the submitted log file. The submitted log file contained approximately 12 hours of data ((B)(6) 2020 0:11 - 12:42, (B)(6) 2020 10:37 - 10:44 per timestamp). Throughout the log file there were several atypical power cable disconnected and low power advisory alarms. The alarms were all associated with the black power cable which occurred while the controller was connected to the mpu and battery power respectively. The driveline was disconnected to exchange the controller at 12:39. When the controller was reconnected to power on (B)(6) 2020 at 10:37, the atypical alarms did not reactivate before the controller was powered down again. These alarms did not affect the pumps ability to maintain the low speed limit when the driveline was connected. There were no other notable alarms active in the log file. Provided information indicated that the system controller was exchanged which resolved the alarms. Attempts were made to have the controller returned for evaluation; to date, the system controller has not been returned. The root cause for the reported event was unable to be conclusively determined through analysis. The heartmate iii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including battery power cable disconnected alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
A review of the log file noted a driveline disconnect on (B)(6) 2020 at 12:39:36. The patient had power cable disconnects while connected to the patient cable on the mobile power unit (mpu) black lead. There were low voltage advisories on both the mpu and batteries on the black lead. Technical support believed that the issue was likely to be the black lead on the controller. No other unusual events were noted within the log files. The power cable disconnect and low voltage advisories resolved when the patient changed to his backup controller. The driveline disconnect was not due to user error. The patient was stable. The patient came into the clinic the following day and received a new backup controller to replace the primary controller which had a malfunctioning black cable as was seen on the log files.

Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.